Manufacturer narrative:
H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -11.0/1.5/090 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6)2023, the lens was exchanged for a spheric lens due to refractive surprise and lens rotation. Reportedly, "on october 15. It was found that the implanted crystal in the left eye had rotated." The problem was resolved. Cause of the event is unknown.

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on the lens. Visual inspection found no visible damage to the lens but foreign material on the lens surface, specifically fibers. Dimensional and functional inspection found the lens to be within specifications. Claim # (B)(4).